Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5070518/ 5073724/ 7018714/5073729, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing discomfort due to the ipg being too far away causing tension on the leads. The patient underwent a revision procedure wherein the ipg was moved closer to the leads to alleviate tensions. The patient was doing well postoperatively.